Manufacturer narrative:
The device was received with scratches and damages to the led. Functional testing confirmed when the unit is set to voice only and voice tone mode, the prerecorded voice message will not play- only a clicking sound can be heard due to a faulty speaker. Based on the age of the device the failure the failure is likely due to wear and tear. At this time there is no evidence that a manufacturing nonconformity contributed to the reported complaint, and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe effective use of the device. The IFU states, to test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the voice tone is not working properly. Evaluation of the device found the pre-recorded voice message will not play. The date the issue was discovered is unknown and no patient injury was reported.